Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a fluid leak was discovered during tx complete - step 9 remove cassette of a peritoneal dialysis (pd) patient's treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. There were no alarms or warnings prior to the leak. The film on the back of the cassette was loose. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported a fluid leak was discovered during tx complete - step 9 remove cassette of a peritoneal dialysis (pd) patient's treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. There were no alarms or warnings prior to the leak. The film on the back of the cassette was loose. Additional information was requested but was not received to date.